Event description:
It was reported that the patient presented presented via remote transmission. Review of transcripts revealed that the implantable cardioverter defibrillator was failing to capture in the atrium and ventricular chamber. No intervention was performed. The patient was asymptomatic and would be seen in clinic.